Event description:
A stone retrieval procedure, utilizing a retrieval basket and a laser fiber, as well as 529 3swl procedures were performed in march 1995. Subsequently, the pt developed pain. In march 1996, a second stone removal procedure was performed. Stones and debris, believed to be segments of a device used during the initial procedure in march 1995, were removed at that time. The pt's condition presently is good. No device segments were returned for evaluation, however, a photograph of the debris and calculi removed was forwarded to this MFR. No indentification of the debris could be made from the photograph supplied by the user facility.